Event description:
A home patient contacted baxter's technical service center during drain 1 of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the home patient had disconnected their transfer set from the patient line of the homechoice set during drain 1. It is unknow whether or not the home patient reconnected to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervetion was associated with this incident , per the home patient's primary care nurse.